Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was not displayed when the user connected the cable to the sdi-1 sockets of the device. The user connected the cable to the sdi-2 sockets of the device and found that this phenomenon was resolved. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.